Event description:
The patient reported that they were on medication for a urinary tract infection. It was indicated that the patient was on maintenance sessions with the next session scheduled for (B)(6) 2017. There were no further complications reported as a result of this event.